Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the soft cannula did not find it bent, kinked, or damaged. The download data contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. Inspection of the fluid path found no damages, tears, or leaks that would result in fluid leaking from the pod. The investigation found no evidence of any damages or manufacturing deficiencies that would result in fluid failing to flow through the complete fluid path.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 321 mg/dl while wearing the pod between 24 and 36 hours. The pod was leaking insulin from the infusion site (leg), when removed the pod's cannula was found bent. As treatment, a new pod was applied and the patient increased basal.